Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and epigastric pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure with hiatal hernia repair and linx device implantation occurred without issue (B)(6) 2014. -uneventful device explant due to ongoing gerd on (B)(6) 2016. -patient underwent a fundoplication immediately after device explant.

Manufacturer narrative:
Addition to b6 to include summary of device evaluation. Updated to reflect device return. Method codes added based upon device evaluation.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and epigastric pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure with hiatal hernia repair and linx device implantation occurred without issue (B)(6) 2014. Uneventful device explant due to ongoing gerd on (B)(6) 2016. Patient underwent a fundoplication immediately after device explant.